Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support planned to send a replacement tandem cable and wall adapter via two-day shipping. If the pump battery depleted before receiving the replacement charging supplies, the customer was advised to rely on manual daily injections (mdi).